Manufacturer narrative:
When the investigation is completed philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which they stated that on (B)(6) 2016 the system froze and the patient coded on the table. The patient came in the hospital with dizziness. It was unclear what caused the dizziness and it was thought that the patient was suffering from a neurological problem and was sent to MRI. The patient coded on the MRI equipment. The customer decided to move the patient to a cath lab to diagnose why the heart stopped. The patient was suffering from a heart attack. The clinical manager mentioned that if they were going to do anything that could help the patient, they would have installed a balloon pump and sent him to the main hospital. However, the staff determined that they could not do anything to improve the patients¿ condition. The staff was preparing for applying CPR on the patient and drove the c-arc out of the way. During setting up CPR the geometry went out. According to the staff, this had no effect on the patient outcome. The customer tried to reboot the system several times (cold and warm) but they were not able to return the system in working order. The clinical manager mentioned that ¿the philips lab had nothing to do with nor could it have saved this patient¿.

Manufacturer narrative:
The staff was preparing for applying CPR on the patient and drove the c-arc out of the way. During setting up CPR the geometry went out. According to the staff, this had no effect on the patient outcome. The customer tried to reboot the system several times (cold and warm) but they were not able to return the system in working order. A philips field service engineer troubleshot the issue and found out that the cable of the imaging module was severed which caused a fuse to blow in the m-cabinet. This shorted out the power supply and resulted in unavailable motorized geometry and table movements. After philips received the pictures of the system and the defective cable, we were able to find out what caused the issue. The cable got stuck underneath a part the holder of the disposable vacuum container of the medical gas box (manufactured by (B)(4)), which is positioned at the end of the bed. The sharp edges of this holder caused the severing of the cable when it got stuck. Investigation showed that no further investigation or corrective action was needed. The defect of the system was not the real cause of the cardiac arrest. The customer was able to move the c-arc out of the way manually to perform cardiopulmonary resuscitation. Despite, the issue was caused by user error and is very exceptional. We will take no further action in this matter. To prevent for reoccurrence we advise to keep the cables of the table side operation modules attached to the table using the cable hangers correctly (instructions for use: chapter 2, system preparation, xper module) and make sure that the cables are not able to get stuck behind the medical gas box or any other peripheral parts in addition, we have notified the manufacturer of the holder of the disposable vacuum container ((B)(4)) about the issue with the advice to alter the holders¿ edge in such a way that cables glide off instead of getting stuck, to prevent for reoccurrence. (B)(4).